Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. A device history records and service history review could not be performed as a serial number was not provided. However, an investigation of the trend analysis was conducted by the manufacturer. The review showed the device was within threshold limit during the trend analysis.

Event description:
The peritoneal dialysis registered nurse (pdrn) reported that a pt had abdominal discomfort due to a larger than normal drain volume of 4900 ml. During follow-up, the pdrn stated the pt's largest prescribed fill volume was 250 ml. The reported drain volume of 4900 ml was 196% over the expected drain volume which resulted in a reportable device malfunction. The pt did not require medical intervention or treatment as a result of the overfill. The pdrn also reported that the pt was hospitalized on (B)(6) 2015 due to catheter re-adjustment, and the pt was able to continue pd treatment after catheter reposition without any problems.